Event description:
It was reported that the patient's system was completely removed due to infection. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 39565-65 (B)(4) implanted: 2010-(B)(6) explanted: 2011-(B)(6); programmer model 37743 (B)(4).